Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find the medication. A technical support specialist reported that the employee did not have the required permissions to add a medication for override, contacted the customer, and they confirmed that the medication had already been sent. The user chose to wait for the medication to arrive. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user attempted to issue medication to a patient but could not locate the medication in the system. The medication did appear on the patient¿s profile ((B)(6)). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.